Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. The spring arm trim's components were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination. It was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification as the parts should not be missing and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. The most likely root cause of the issue with end cap is an incorrect mounting of the part. The fact that device leaves the factory with such a partial positioning is highly unlikely. The end cap has been removed or reinstalled on site during installation or a maintenance procedure. A shock with another device like a spring arm or main arm cannot be the root cause. This possibility was tested without consequences for the end cap. The spring arm cover issue is due to an inappropriate use. The operating manual includes the instruction to preposition the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 26th may, 2021 getinge became aware of an issue with powerled surgical light. The spring arm trim's components were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination.